Manufacturer narrative:
Correction: please retract this report manufacturer report number 2182269-2021-00043, the same issue was previously reported as manufacturer report number 2182269-2021-00042.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, during the implantation of an 25mm amplatzer amulet left atrial appendage occluder (7311074) a thrombus/fibre like structure occurred on the tip of the delivery sheath. The occluder was partially deployed and was recaptured into the sheath. The thrombus was pulled into the sheath and was removed from the patient. The occluder was exchanged for another 25mm amplatzer amulet left atrial appendage occluder (7338110). After a few attempts the procedure was abandoned as the left atrial appendage (laa) could not be reached with the delivery sheath. After pulling out the sheath it was seen that the sheath was straightened (lost its 45x45 curve). The procedure was unsuccessful with no implantation of an occluder. The patient was reported to be in stable condition. Manufacturer report number: 2182269-2021-000429.